Manufacturer narrative:
Although requested, add'l patient info was not provided.

Event description:
Reportedly, while transferring the ventilator dependent patient to emergency room, the patient's chest minimally rose and fell when the ventilator was cycling. The patient was switched to a facility ventilator. With the ventilator off of the patient, minimal air was felt flowing through tubing. It was noted that the patient had become extremely cyanotic and had to be assisted with ventilation. The ventilator in question was being monitored since the patient was taken off of the ventilator the night before due to o2 saturation dropping. No permanent patient injury was reported in this case.